Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat osteoarthritis with grade 4 tricompartmental chondromalacia. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain, swelling, and suspected tibial tray loosening. Upon entering the joint, the surgeon confirmed tibial tray loosening at the cement to implant interface and it was revised. The femoral component was well-fixed but revised with minimal bone loss. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient was revised with a depuy tc3 revision knee. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2018, right knee.